Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a liberte sds in two pieces with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The distal tip was damaged. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. The inspection also revealed a complete hypotube separation 21cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 4.00mm x 20mm liberté¿ stent was selected for use to treat the lesion. When the physician advanced the device through the target lesion, the device's shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A 4.00mm x 20mm liberté¿ stent was selected for use to treat the lesion. When the physician advanced the device through the target lesion, the device's shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.